Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was advancing clips with out proper formation. The procedure was completed with another device of the same product code.